Event description:
Report received of an over-delivery due to an error in programming the device. The pump was programmed to deliver 1mg/ml of dilaudid instead of the intended 0.1mg/ml. After 15 mins, the pt was found in resiratory distress with depressed respirations and a code was called. The pt was given 0.4mg of narcan and was reportedly transfer to the ICU. There were no reported adverse sequelae. Though requested, no further info was available.